Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica (dated october 29, 2009), sorin is filing this MDR at this time. H6. Code (other): labeling reviewed. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and add'l instructions to ensure the wrench was fully inserted. The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot. Consequently, the hypothesis of glue residues is rejected for this specific device. It is more likely that the ventricular setscrew head got damaged during the first screwing operation.

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the ventricular setscrew was tightened and it was impossible to unscrew that setscrew. The physician was concerned by the issue and requested a procedure or tools to be able to unscrew the setscrew at the time it will be needed (such as when the elective replacement indicator will be reached).